Event description:
Event verbatim [preferred term]; burn of second degree of lower back [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A 51-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from (B)(6) 2020 for soreness and stiffness while traveling. Medical history included birth control from an unknown date and unknown if ongoing. Concomitant medication included ongoing ethinylestradiol, norethisterone acetate (loestrin) for birth control. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. On (B)(6) 2020, the patient reported she applied the heatwrap directly to her skin on her lower back for about 3.5 to 4 hours while driving and it gave her second degree burns on her back. She noticed the affected area of lower back was stinging a little more than normal. The patient thought it may be because she had a pillow right there where the wrap was applied to her lower back so she moved the pillow. Eventually the wrap "felt weird" so she took off. On (B)(6) 2020, she woke up with blisters. The blisters popped and drained kind of a watery fluid and filled back up again. She stated the area was red. She had a doctor's report who said it was a burn from the wrap. The diagnosing pa-c instructed her to keep putting aloe cream and an unspecified cream on the affected area which she had continued. She had not touched the blisters, otherwise, and was not trying to break them open. She informed she was trying to let them heal on their own. The product was purchased on an unspecified date in (B)(6) 2019. The product was a 2-heatwrap box. She applied the first heatwrap to herself on an unspecified date in (B)(6) 2019 with no adverse effects experienced. The patient stated she did not have the lot number because the product packaging had been discarded. The patient stated she did not have the wrap anymore, as she sent it back to pfizer. The product was sealed and intact upon purchase. Action taken with the suspect product was permanently withdrawn on (B)(6) 2020. Therapeutic measures taken included aloe cream and an unspecified cream on the affected area. Clinical outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (30jun2020): new information received from a contactable consumer included: device information.

Event description:
Event verbatim [preferred term], burn of second degree of lower back/ stinging/burning sensation/ burn turned into blisters/ redness [burns second degree], she did not check the skin under the product while using the thermacare/ read the usage instructions before she used the product. [Intentional device misuse], this experience has caused me to suffer mental distress and depression [depression], this experience has caused me to suffer mental distress and depression [emotional distress], limited activities for several weeks/unable to have clothing touch that area/ inability to go in the sun, couldn't sit at work comfortably against chair/having a hard time sitting and laying on back [loss of personal independence in daily activities]. Narrative: this is a spontaneous report from a contactable consumer. A 51-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from (B)(6) 2020 for back pain (lower)/soreness and stiffness while traveling. The product was purchased in a red box. Medical history included birth control from an unknown date; no tobacco use; acute cystitis with hematuria (ongoing); cyst of kidney, acquired (ongoing); inflammation of vagina and vulva (ongoing); painful micturition (ongoing). She was not post-menopausal. The patient did not have sensitive skin or any abnormal skin conditions. The patient classified their skin tone as medium (neither light nor dark). Concomitant medication included ongoing ethinylestradiol, norethisterone acetate (loestrin) from 5 years ago (approximately 2015) at 1 dosage form daily, for birth control. There were no other concomitant medications. She previously used a heating pad for pain relief in (B)(6) 2019 for 5.0-6.0 hrs. Thermacare heatwrap was purchased on an unspecified date in (B)(6) 2019. The product was a 2-heatwrap box. She had applied the first heatwrap to herself on an unspecified date in (B)(6) 2019 with no adverse effects experienced. At that time she used the product for 7.0 hrs. On (B)(6) 2020 the patient applied the heatwrap directly to her skin on her lower back (attached the adhesive to her body) for about 3.5 to 4 hours (later reported as 4.5-5.0 hrs during the day) while driving and it gave her second degree burns on her back. After having the wrap on for approximately 3-4 hours, she noticed a stinging sensation. Initially, she thought this is what the product is supposed to do, release a warm sensation. The patient thought it may be because she had a pillow right there where the wrap was applied to her lower back so she moved the pillow. However, the stinging sensation begin to increase, so after 5 hours, she took the wrap off. She also stated eventually the wrap "felt weird" so she took off. The next day on (B)(6) 2020, she woke up with blisters. Her back was still stinging and in pain. She took a mirror and looked at her back and noticed that it was red with sores that had began to blister. The blisters popped and drained kind of a watery fluid and filled back up again. She consulted a healthcare professional at an urgent care for the events and was diagnosed as having second degree burns. She states she had a doctor's report who said it was a burn from the wrap. The following clinical summary was provided: the patient presents with a chief complaint of constant burn of the central lower back since tuesday (B)(6) 2020. It has the following qualities, raised, redness and painful. The patient describes the severity as moderate. The patient also reports swelling, skin sores, and redness as abnormal symptoms related to the complaint. Vital signs obtained (B)(6) 2020 1:11 pm. Temperature: 98.6 degree f (oral), pulse: 90 bpm, bp: 124/85 (arm[r]), respiration:20/min, o2 saturation: 100%, weight: 192 lbs, height/length: 5'6", bmi: 31.0, pregnant: 'no', breastfeeding: no, last menses: (B)(6) 2020, irregular . Social history recorded includes: tobacco use: denies. Problem list recorded includes: acute cystitis with hematuria (status active), cyst of kidney, acquired (status active) , other specified; inflammation of vagina and vulva (status active), painful micturition, unspecified (status active); symptoms during this visit: the following symptoms were marked negative/normal: fever, pain, itching, frequent infections, chills. The following symptoms marked as positive/abnormal: burn (see reason for visit), swelling: new condition. Swelling is constant. Swelling area has redness. Moderate in intensity. Redness: with gradual onset. Redness is constant. Skin sores; new condition with gradual onset, symptoms are constant. Single lesions. Lesions are raised, painful, moderate in intensity. Diagnosis for today's visit is: burn of second degree of lower back, initial encounter. Recommendations/plan: please return to the clinic in 3 day(s) if not better call or return to this clinic sooner if your condition worsens or if you have any concerns. Increase fluids rest. May apply cool compresses and aloe gel to the area. Keep area clean and dry. Report to ER if symptoms worsen or fail to improve. The diagnosing pa-c instructed her to keep putting aloe cream and an unspecified cream on the affected area which she had continued. She had not touched the blisters, otherwise, and was not trying to break them open. She informed she was trying to let them heal on their own. She did not have the wrap anymore, as she sent it back to pfizer. She states returned the product in the pre-paid package that was mailed to her on (B)(6) 2020 and confirmed it was received on (B)(6) 2020. The product was sealed and intact upon purchase. She did not engage in exercise while using the product and confirmed she had previously read the usage instructions before she used the product. She did not check the skin under the product while using the thermacare. She further reported that since the incident occurred, it has limited her activities for several weeks. She was unable to have any clothing touch that area of her back. She was unable to wear a bathing suit, unable to go in the sun, couldn't sit at work comfortably against the chair. She was still having a hard time sitting and laying on her back. This experience has caused her to suffer mental distress and depression. Action taken with the suspect product was permanently withdrawn on (B)(6) 2020. Therapeutic measures taken included aloe cream on her back for burns, an unspecified cream on the affected area, and pain medication. There was no hospital admission and no surgery required. She continues to experience sensitivity on her lower back and sores. Clinical outcome of the event second degree burn and activities of daily living impaired was not recovered, and the outcome of all other events was unknown. Photos were provided. The patient stated she did not have the lot number because the product packaging had been discarded. Additional information has been requested and will be provided as it becomes available. Follow-up (30jun2020): new information received from a contactable consumer included: device information. Follow-up (16jul2020 and 16jul2020): new information from a contactable consumer includes: patient information (height, weight), patient history, concomitant medications (start date),device information (indication and product use information), event information (additional description), new events (depression, mental distress, intentional product misuse, and activities of daily living impaired), additional treatment details, and clinical summary.

Event description:
Event verbatim [preferred term] she did not check the skin under the product while using the thermacare/ read the usage instructions before she used the product. [Intentional device misuse], burn of second degree of lower back/ stinging/burning sensation/ burn turned into blisters/ redness [burns second degree], eventually the wrap "felt weird" so she took off [device issue], this experience has caused me to suffer mental distress and depression [depression], this experience has caused me to suffer mental distress and depression [emotional distress], limited activities for several weeks/unable to have clothing touch that area/ inability to go in the sun, couldn't sit at work comfortably against chair/having a hard time sitting and laying on back [loss of personal independence in daily activities], , narrative: this is a spontaneous report from a contactable consumer. A 51-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from 26may2020 to 26may2020 for back pain (lower)/ soreness and stiffness while traveling. The product was purchased in a red box. Medical history included birth control from an unknown date; no tobacco use; acute cystitis with hematuria (ongoing); cyst of kidney, acquired (ongoing); inflammation of vagina and vulva (ongoing); painful micturition (ongoing). She was not post-menopausal. Last menses: (B)(6) 2020, irregular. The patient did not have sensitive skin or any abnormal skin conditions. The patient classified their skin tone as medium (neither light nor dark). Concomitant medication included ongoing ethinylestradiol, norethisterone acetate (loestrin) from 5 years ago (approximately 2015) at 1 dosage form daily, for birth control. There were no other concomitant medications. She previously used a heating pad for pain relief in (B)(6) 2019 for 5.0-6.0 hrs. Thermacare heatwrap was purchased on an unspecified date in dec2019. The product was a 2-heatwrap box. She had applied the first heatwrap to herself on an unspecified date in dec2019 with no adverse effects experienced. At that time she used the product for 7.0 hrs. On 26may2020 the patient applied the heatwrap directly to her skin on her lower back (attached the adhesive to her body) for about 3.5 to 4 hours (later reported as 4.5-5.0 hrs during the day) while driving and it gave her second degree burns on her back. After having the wrap on for approximately 3-4 hours, she noticed a stinging sensation. Initially, she thought this was what the product was supposed to do, release a warm sensation. The patient thought it may be because she had a pillow right there where the wrap was applied to her lower back so she moved the pillow. However, the stinging sensation begin to increase, so after 5 hours, she took the wrap off. She also stated eventually the wrap "felt weird" so she took off. The next day on 27may2020, she woke up with blisters. Her back was still stinging and in pain. She took a mirror and looked at her back and noticed that it was red with sores that had begun to blister. The blisters popped and drained kind of a watery fluid and filled back up again. She consulted a healthcare professional at an urgent care for the events and was diagnosed as having second degree burns. She states she had a doctor's report who said it was a burn from the wrap. The following clinical summary was provided: the patient presents with a chief complaint of constant burn of the central lower back since tuesday (B)(6) 2020. It has the following qualities, raised, redness and painful. The patient describes the severity as moderate. The patient also reported swelling, skin sores, and redness as abnormal symptoms related to the complaint. Vital signs obtained (B)(6) 2020 1:11 pm. Temperature: 98.6 degree f (oral), pulse: 90 bpm, bp: 124/85 (arm[r]), respiration:20/min, o2 saturation: 100%, weight: 192 lbs, height/length: 5'6", bmi: 31.0, pregnant: 'no', breastfeeding: no. Symptoms during this visit: the following symptoms were marked negative/normal: fever, pain, itching, frequent infections, chills. The following symptoms marked as positive/abnormal: burn (see reason for visit), swelling: new condition. Swelling was constant. Swelling area had redness. Moderate in intensity. Redness: with gradual onset. Redness was constant. Skin sores; new condition with gradual onset, symptoms were constant. Single lesions. Lesions were raised, painful, moderate in intensity. Diagnosis for today's visit is: burn of second degree of lower back, initial encounter. Recommendations/plan: please return to the clinic in 3 days if not better call or return to this clinic sooner if your condition worsens or if you have any concerns. Increase fluids rest. May apply cool compresses and aloe gel to the area. Keep area clean and dry. Report to ER if symptoms worsen or fail to improve. The diagnosing pa-c instructed her to keep putting aloe cream and an unspecified cream on the affected area which she had continued. She had not touched the blisters, otherwise, and was not trying to break them open. She informed she was trying to let them heal on their own. She did not have the wrap anymore, as she sent it back to pfizer. She stated returned the product in the pre-paid package that was mailed to her on 06jun2020 and confirmed it was received on 08jun2020. The product was sealed and intact upon purchase. She did not engage in exercise while using the product and confirmed she had previously read the usage instructions before she used the product. She did not check the skin under the product while using the thermacare. She further reported that since the incident occurred, it has limited her activities for several weeks since 2020. She was unable to have any clothing touch that area of her back. She was unable to wear a bathing suit, unable to go in the sun, couldn't sit at work comfortably against the chair. She was still having a hard time sitting and laying on her back. This experience has caused her to suffer mental distress and depression since 2020.as of (B)(6) 2020, the reporter stated she was still using aloe vera for scarring. Action taken with the suspect product was permanently withdrawn on 26may2020. Therapeutic measures taken included aloe cream on her back for burns, an unspecified cream on the affected area, and pain medication. There was no hospital admission and no surgery required. She continued to experience sensitivity on her lower back and sores. Clinical outcome of the event second degree burn "eventually the wrap "felt weird" so she took off" and activities of daily living impaired was not resolved, and the outcome of all other events was unknown. Photos were provided. The patient stated she did not have the lot number because the product packaging had been discarded. Additional information has been requested and will be provided as it becomes available. Follow-up (30jun2020): new information received from a contactable consumer included: device information. Follow-up (16jul2020 and 16jul2020): new information from a contactable consumer includes: patient information (height, weight), patient history, concomitant medications (start date),device information (indication and product use information), event information (additional description), new events (depression, mental distress, intentional product misuse, and activities of daily living impaired), additional treatment details, and clinical summary. Follow-up (02sep2020): follow-up attempts completed. No further information expected. Follow-up (08oct2020): follow-up attempts are completed. No further information is expected. Follow up (13oct2020): follow-up attempts are completed. No further information is expected. Follow-up (14oct2020): new information from a contactable consumer includes: additional event related information (she was still using aloe vera for scarring). This follow-up report is also being submitted to amend previously reported information: "eventually the wrap "felt weird" so she took off" added in event tab.

Event description:
Burn of second degree of lower back [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from (B)(6) 2020 for soreness and stiffness while traveling. Medical history included birth control from an unknown date and unknown if ongoing. Concomitant medication included ethinylestradiol, norethisterone acetate (loestrin). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2020, the patient reported she applied the heatwrap directly to her skin on her lower back for about 3.5 to 4 hours while driving and it gave her second degree burns on her back. She noticed the affected area of lower back was stinging a little more than normal. The patient thought it may be because she had a pillow right there where the wrap was applied to her lower back so she moved the pillow. Eventually the wrap "felt weird" so she took off. On (B)(6) 2020, she woke up with blisters. The blisters popped and drained kind of a watery fluid and filled back up again. She stated the area is red. She had a doctor's report who said it was a burn from the wrap. The diagnosing pa-c instructed her to keep putting aloe cream and an unspecified cream on the affected area which she has continued. She has not touched the blisters, otherwise, and is not trying to break them open. She informed she is trying to let them heal on their own. The product was purchased on an unspecified date in (B)(6) 2019. The product was a 2-heatwrap box. She applied the first heatwrap to herself on an unspecified date in (B)(6)2019 with no adverse effects experienced. The patient stated she does not have the lot number because the product packaging has been discarded. She mentioned she does still have the actual heatwrap itself. The product was sealed and intact upon purchase. Action taken with the suspect product was permanently withdrawn on (B)(6) 2020. Therapeutic measures taken included aloe cream and an unspecified cream on the affected area. Clinical outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available.